Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Device data is not available after approximately 5 pm on the day of the event. No evidence of device malfunction was found in the available engineering logs. Device data does not show any significant hyperglycemia on the reported event date. Available data shows the ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without complete device data from the day of the event, and with no cgm glucose data consistent with the reported description of the event, performance of the device cannot be evaluated, and a cause of the event cannot be determined.

Event description:
On 6/4/24 an ilet user's mother reported the user experienced a high blood glucose (bg) event leading to a visit to the ER. The event occurred on 6/2/24. The mother reported on 6/2/24 the user's bg was high, and she initiated a meal announcement in an attempt to bring the user's bg down. The user's bg levels continued to rise without improvement prompting the mother to take the patient to the ER for treatment. The highest recorded blood glucose level during this event was 318 mg/dl, and it remained elevated for about 5 hours. Ketone testing indicated a result of 2.6. The user received 1 unit of insulin and was discharged a few hours later without being admitted. The user experienced immediate symptoms such as headaches and leg pain during the event. The mother has decided to stop using the ilet.